Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation experienced a system error 105 caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient involvement.